Manufacturer narrative:
(B)(4). This report is being filed on an international product, prism hcv list 6a52, that has a similar us product distributed in the us, prism hcv, list 6d18 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Additional evaluation for lot 91481hn00: the account obtained 3 false (B)(6) results with reagent lot 91481hn00. Since the account performed ca 30,000 tests with this lot, these results were a specificity of 99.99%. Therefore the reagent lot is within package insert claim. A review of product labeling showed abbott prism hcv had an estimated specificity of 99.73 %. There is no further requirement to investigate the performance of prism hcv assay kit, list 6a52-48, lot number 91481hn00, since the package insert claim regarding specificity is met. No product deficiency was identified.

Manufacturer narrative:
(B)(4). The investigation team have completed an evaluation of the ten customer returned samples and the results are as follows: seven of ten samples (sample ID (B)(6)) were tested reactive in the customer laboratory. The investigation team repeated the (B)(6) results when tested on lot 94221hn00. Three of ten specimens (sample ID (B)(6)) were (B)(6), but elevated in the customer laboratory and the investigation team also repeated these results. Four samples (sample ID (B)(6)) were confirmed false (B)(6) based on (B)(6) results obtained with and/or inno-lia assay. No conclusion could be made for several samples: sample ID (B)(6) were (B)(6) with chiron riba buts no interpretation of the inno-lia blot was possible due to an anti-strepavidin band. Sample ID (B)(6) gave indeterminate results with both immunoblots. The three samples (sample ID (B)(6)) that were (B)(6) on prism were (B)(6) on inno-lia and there was not sufficient volume remaining for a chiron riba test. As the investigation team identified some false (B)(6) results, the investigation team evaluated the specificity performance: to evaluate the specificity of the reagent lot, eight replicates of (B)(6) calibrator, which is an indicator for reagent specificity, were tested with lot 94221hn00. All values were in the typical range. No increased values were obtained. Review of population testing of 100 frozen plasma samples that check specificity for final lot release, revealed no indications that the specificity of lot 94221hn00 might be adversely affected. Field data for lot number 94221hn00 from the prism metrics database showed that for (B)(4). As part of the investigation team evaluation a review of the complaint records for lot number 94221hn00 was performed. This is the only complaint for false (B)(6) results with this lot number to date. Based on this evaluation, it is determined that prism hcv assay kit, list number 6a52-48, lot number 94221hn00, is performing acceptably.

Event description:
The account noticed increased reactivity with prism hcv assay. The account provided an example of a blood donor that tested prism hcv repeatedly reactive but pcr (B)(6) and (B)(6). No donor information or history is available. No impact to patient management was reported. Data provided: prism hcv reactive = 1.56, 1.23, 1.22 (s/co).